Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 07-nov-2024, noted a correction to the 3500a follow-up #2 as the investigation summary should have included the following: a manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf and there was no ECG signal available for the physician to monitor the patient¿s heart rhythm during the error. Leakage current error 7 on the carto and temperature fault error 212 on ngen generator. First changed cable of ablation catheter but did not help. Therefore, changed catheter itself and this solved the problem. There was no patient consequence. Additional information was received 05-aug-2024. The current leakage error was accompanied by a signal noise and loss issue. Observed on all ECG channels on both the carto and the recording system. There was no ECG signal available for the physician to monitor the patient¿s heart rhythm during the error. During this issue, the affected catheter was inside the patient¿s body. This event was originally considered non-reportable, however, bwi became aware that there was no ECG signal available for the physician to monitor the patient¿s heart rhythm during the error on 05-aug-2024 and have reassessed the event as reportable. The awareness date for this record is 05-aug-2024.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf. Leakage current error 7 on the carto and temperature fault error 212 on ngen generator. First changed cable of ablation catheter but did not help. Therefore, changed catheter itself and this solved the problem. There was no patient consequence. Additional information was received. The current leakage error was accompanied by a signal noise and loss issue. Observed on all ECG channels on both the carto and the recording system. There was no ECG signal available for the physician to monitor the patient¿s heart rhythm during the error. During this issue, the affected catheter was inside the patient¿s body. The device evaluation was completed on (B)(6) 2024. The catheter was returned for evaluation. Visual inspection, magnetic sensor functionality, electrical, temperature and impedance tests of the returned catheter were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the catheter. The device temperature and impedance were working correctly and within specifications. A magnetic sensor functionality was performed, and no current issues were found. An electrical test was performed, and no electrical issues were found. The temperature issue, current leakage, and electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation in the carto 3 system: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. The current leakage disconnects the body surface ECG cable and all catheter extension cables from the patient interface unit (piu). If the problem persists, replace the catheter cable or the catheter. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on (B)(6) 2024, noted a correction to the 3500a initial under h11. Additional manufacturer narrative as it was reported, ¿d4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available.¿ it should have stated, ¿d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.¿ d4. Primary UDI number, d4. Expiration date, and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).